Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the issue. Lab view was utilized to monitor battery and charger functionality. The charger board 6 and battery stack 4 were measured. The representative replaced both the charger enclosure and battery tray 4. The issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect charger enclosure was returned to the manufacturer for evaluation, however results are not available at this time.

Event description:
A medtronic representative reported that outside of a procedure, the imaging system batteries were not holding charge. The issue occurred after un-crating and when the system was left charging overnight. When the system was powered on, it would remain on for 5-10 minutes then powered off even when plugged into a known working outlet at the site. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: correct UDI number (B)(4) received.

Manufacturer narrative:
A battery pack for the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The analysis of the power conversion enclosure and charger were completed by medtronic personnel. The devices was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.